Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial insert, catalog #: ni, lot#: ni, unknown femoral, catalog #: ni, lot #: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised due to tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment appear anatomically aligned. There are small radiolucencies at the metal interfaces of the medial and lateral tibial tray. There is a relatively small amount of tibial fixation cement. Implant does not appear loose radiographically, but may be clinically loose. Bone quality is osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.